Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-01821 and 2032227-2014-01822.

Event description:
The customer reported having continuously lost sensor alarms even after changing the sensor once. The blood glucose reading was 348mg/dl, and he treated with a manual injection of 10.0 units. The caller stated that the wrong ID was not programmed in the insulin pump. He stated that the device was not communicating with transmitter. During the call, the customer mentioned that he received a glucagon shot and medics over dosed him in attempt to bring him out of the low blood glucose. Troubleshooting was declined as customer had to go to the gym to work out. No further information was provided.